Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
When inserting the # 1 9mm insert, the wire hooked in front of the base plate and floated slightly. An attempt was made to insert the wire, but the wire came off and could not be used. There were two tka on the day, so we responded quickly using the other product.